Event description:
It was reported that the patient had asystole due to the right ventricular (rv) lead with loss of capture, and high thresholds. It was also reported that the device reached elective replacement indicator (eri) prematurely due to extremely high outputs. The lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.